Event description:
It was reported that a cartridge alarm occurred during insulin delivery and load sequence. The customer's blood glucose (bg) level "high"; however, a specific value was not provided. Customer addressed bg level with a bolus via pump. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.